Event description:
It was reported that this left ventricular (lv) lead as an attempted implant due to insulation damage. During the implant procedure, it was noted that the insulation was not continuous, and a new lv lead was used to complete the procedure. This lv lead is expected to be returned to boston scientific for analysis. No adverse patient effects were reported.